Event description:
It was reported that the device was received with the inner package / tyvek compromised. The device was not used. No patient consequence.

Manufacturer narrative:
(B)(4). The package was returned with no carton. There were two circles drawn on the tyvek lid. The package was visually inspected and there were deep indentations inside the circled areas, but no holes were present in the tyvek. The circled areas were examined under the microscope and it was confirmed that the indentations did not go all the way through the tyvek and did not cause break in sterile barrier. Methylene blue was used on the tyvek to confirm if holes were present; test had negative (no holes) results. Batch history records were reviewed with no protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.